Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9730514. A manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a camera/tracker problem. The tracker from a different company was not recognized by the camera. Additional information was received from a manufacturer representative. It was reported that the customer was unable to do troubleshooting at the time of the event. It was noted that the manufacturer representative was on site for troubleshooting and couldn¿t find any failure with the tracker or the camera. It was noted that everything worked fine, and no failure was detected. The manufacturer representative mentioned that maybe the problem was with another device in the or working with infrared light. No patient was present at the time of the event.